Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on the morning of (B)(6) 2019, she was getting no readings, a wait for 3 hours alert, and a signal loss alert. She felt like she had a high glucose level and took a bolus of insulin. Her medtronic pump was on a new insertion site and it malfunctioned. She was not aware that the pump was not giving insulin. She was throwing up and nauseated and her co-worker called for an ambulance. The patient was taken to the emergency room (ER) and was treated with an insulin drip, fluids, magnesium, and potassium. At the time of the report she was feeling better. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.